Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure implants removed") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heavy periods and condom (for contraception). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 3 months 14 days after insertion of essure, the patient experienced adenomyosis ("adenomyosis") with menorrhagia and dysmenorrhoea. In (B)(6) 2018, the patient experienced procedural pain ("pain fitting to post-operative state"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterosalpingectomy and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and adenomyosis outcome was unknown and the procedural pain had not resolved. The reporter provided no causality assessment for medical device removal and procedural pain with essure. The reporter considered adenomyosis to be unrelated to essure. The reporter commented: essure was inserted without problems. Naturally, the patient has not had bleedings after the removal operation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: normal. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("menstrual bleeding became more profuse, longer and more painful than before") and echinococciasis ("in right fimbria there was 2 cm of diameter cyst, microscopically benign hydaticyst detected") in a 41-year-old female patient who had essure (batch no. B27986/ b27985) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heavy periods, condom (for contraception), chronic fatigue (could fall asleep on middle of working day), constipation, edema, weight increase and gastric disorder. Concurrent conditions included epilepsy (diagnosed as child, treated for multiple years) and hypothyreosis. Concomitant products included levetiracetam since 2016 for epilepsy and levothyroxine sodium (thyroxin) since 2016 for hypothyreosis. From 2008 until april 2017, the patient received deprakine at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 3 months 14 days after insertion of essure, the patient experienced adenomyosis ("adenomyosis / numerous adenomyosis colonies in muscular wall"). In january 2018, the patient experienced procedural pain ("pain fitting to post-operative state"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) with dysmenorrhoea, echinococciasis (seriousness criterion medically significant), fatigue ("tiredness worsened"), gastric disorder ("stomach not functioning worsened"), constipation ("constant constipation worsened"), oedema ("edema increased"), headache ("headache worsened"), feeling abnormal ("brain fog worsened") and weight increased ("weight increase worsened, decreased 7kgs after stop of deprakine, then 4 more kgs after hysterectomy"). The patient was treated with surgery (hysterosalpingectomy with essure removal). Essure was removed on (B)(6) 2018. In january 2018, the fatigue, gastric disorder, constipation, headache and feeling abnormal had resolved, the weight increased was resolving. At the time of the report, the menorrhagia had resolved and the echinococciasis, adenomyosis, procedural pain and oedema outcome was unknown. The reporter provided no causality assessment for echinococciasis and procedural pain with essure. The reporter considered adenomyosis, constipation, fatigue, feeling abnormal, gastric disorder, headache, menorrhagia, oedema and weight increased to be unrelated to essure. The reporter commented: physician: essure was inserted without problems. Naturally, the patient has not had bleedings after the hysterectomy and removal operation. Patient: she was diagnosed with epilepsy as a child and had medication for multiple years, deprakine was started in 2008 and she complained to physician about symptoms, continuous tiredness, constipation, edema, weight increase. During recent years, symptoms deteriorated; severe tiredness already starting in the morning, felt like she could fall asleep on desk in the middle of the working day. After stopping deprakine weight decreased 7kgs and afternoon naps stopped almost totally. After essure removal weight started decreasing fast and she could manage with 8-9 hours¿ sleep at night. Deprakine and essure cause same kinds of symptoms. Her symptoms worsened remarkably after essure insertion, but she did not connect them to essure, she thought they were totally due to deprakine treatment. Batch number: ref ess 306, lot b27986 (reported that the last number in the both ends can be alternatively 5 instead of 6). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: normal uterus and uterine tubes were investigated after the removal. As a result: uterus: on the endometrium, picture of estrogen effect. In muscular wall numerous adenomyosis colonies can be seen. Right uterine tube: in the fimbria there was a cyst, 2 cm of diameter. Microscopically benign hydaticyst was detected. Lot number: b27986 manufacturing date: apr-2013 expiration date: apr-2016. Lot number: b27985 manufacturing date: apr-2013 expiration date: apr-2016. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 21-mar-2018 for the following meddra pt (excluding this case): menorrhagia: 736 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("menstrual bleeding became more profuse, longer and more painful than before") and echinococciasis ("in right fimbria there was 2 cm of diameter cyst, microscopically benign hydaticyst detected") in a 41-year-old female patient who had essure (batch no. B27986 or b27985) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heavy periods, condom (for contraception), chronic fatigue (could fall asleep on middle of working day), constipation, edema, weight increase and gastric disorder. Concurrent conditions included epilepsy (diagnosed as child, treated for multiple years) and hypothyreosis. Concomitant products included levetiracetam since 2016 for epilepsy and levothyroxine sodium (thyroxin) since 2016 for hypothyreosis. From 2008 until april 2017, the patient received deprakine at an unspecified dose and frequency. On 1-oct-2013, the patient had essure inserted. On 15-jan-2014, 3 months 14 days after insertion of essure, the patient experienced adenomyosis ("adenomyosis / numerous adenomyosis colonies in muscular wall"). In january 2018, the patient experienced procedural pain ("pain fitting to post-operative state"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) with dysmenorrhoea, echinococciasis (seriousness criterion medically significant), fatigue ("tiredness worsened"), gastric disorder ("stomach not functioning worsened"), constipation ("constant constipation worsened"), oedema ("edema increased"), headache ("headache worsened"), feeling abnormal ("brain fog worsened") and weight increased ("weight increase worsened, decreased 7kgs after stop of deprakine, then 4 more kgs after hysterectomy"). The patient was treated with surgery (hysterosalpingectomy with essure removal). Essure was removed on 22-jan-2018. In january 2018, the fatigue, gastric disorder, constipation, headache and feeling abnormal had resolved, the weight increased was resolving. At the time of the report, the menorrhagia had resolved and the echinococciasis, adenomyosis, procedural pain and oedema outcome was unknown. The reporter provided no causality assessment for echinococciasis and procedural pain with essure. The reporter considered adenomyosis, constipation, fatigue, feeling abnormal, gastric disorder, headache, menorrhagia, oedema and weight increased to be unrelated to essure. The reporter commented: physician: essure was inserted without problems. Naturally, the patient has not had bleedings after the hysterectomy and removal operation. Patient: she was diagnosed with epilepsy as a child and had medication for multiple years, deprakine was started in 2008 and she complained to physician about symptoms, continuous tiredness, constipation, edema, weight increase. During recent years, symptoms deteriorated; severe tiredness already starting in the morning, felt like she could fall asleep on desk in the middle of the working day. After stopping deprakine weight decreased 7kgs and afternoon naps stopped almost totally. After essure removal weight started decreasing fast and she could manage with 8-9 hours¿ sleep at night. Deprakine and essure cause same kinds of symptoms. Her symptoms worsened remarkably after essure insertion, but she did not connect them to essure, she thought they were totally due to deprakine treatment. Batch number: ref ess 306, lot b27986 (reported that the last number in the both ends can be alternatively 5 instead of 6). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on 15-jan-2014: normal uterus and uterine tubes were investigated after the removal. As a result: uterus: on the endometrium, picture of estrogen effect. In muscular wall numerous adenomyosis colonies can be seen. Right uterine tube: in the fimbria there was a cyst, 2 cm of diameter. Microscopically benign hydaticyst was detected. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 08-mar-2018 for the following meddra pt (excluding this case): menorrhagia: 669 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 5-mar-2018: event added (in the right fimbria there was 2 cm of diameter cyst, microscopically benign hydaticyst was detected). Lab test updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("menstrual bleeding became more profuse, longer and more painful than before") in a (B)(6) year-old female patient who had essure (batch no. B27986 or b27985) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heavy periods, condom (for contraception), chronic fatigue (could fall asleep on middle of working day), constipation, edema, weight increase and gastric disorder. Concurrent conditions included epilepsy (diagnosed as child, treated for multiple years) and hypothyreosis. Concomitant products included levetiracetam since 2016 for epilepsy and levothyroxine sodium (thyroxin) since 2016 for hypothyreosis. From 2008 until (B)(6) 2017, the patient received deprakine at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 3 months 14 days after insertion of essure, the patient experienced adenomyosis ("adenomyosis / numerous adenomyosis colonies"). In (B)(6) 2018, the patient experienced procedural pain ("pain fitting to post-operative state"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) with dysmenorrhoea, fatigue ("tiredness worsened"), gastric disorder ("stomach not functioning worsened"), constipation ("constant constipation worsened"), oedema ("edema increased"), headache ("headache worsened"), feeling abnormal ("brain fog worsened"), weight increased ("weight increase worsened, decreased 7kgs after stop of deprakine, then 4 more kgs after hysterectomy") and fallopian tube cyst ("in fimbria there was 2 cm of diameter cyst.(microscopically benign hydaticyst detected)"). The patient was treated with surgery (hysterosalpingectomy with essure removal). Essure was removed on (B)(6) 2018. In (B)(6) 2018, the fatigue, gastric disorder, constipation, headache and feeling abnormal had resolved, the weight increased was resolving. At the time of the report, the menorrhagia, adenomyosis, procedural pain, oedema and fallopian tube cyst outcome was unknown. The reporter provided no causality assessment for fallopian tube cyst and procedural pain with essure. The reporter considered adenomyosis, constipation, fatigue, feeling abnormal, gastric disorder, headache, menorrhagia, oedema and weight increased to be unrelated to essure. The reporter commented: physician: essure was inserted without problems. Naturally, the patient has not had bleedings after the hysterectomy and removal operation. Patient: I was diagnosed with epilepsy as child and had medication for multiple years, deprakine was started in 2008 and I complained to physician about symptoms, continuous tiredness, constipation, edema, weight increase. During recent years, symptoms deteriorated; severe tiredness already starting in the morning, felt like she could fall asleep on desk in the middle of the working day. After stopping deprakine weight decreased 7kgs and afternoon naps stopped almost totally. After essure removal weight started decreasing fast and I could manage with 8-9 hours¿ sleep at night. Deprakine and essure cause same kinds of symptoms. My symptoms worsened remarkably after essure insertion, but I did not connect them to essure, I thought they were totally due to deprakine treatment. Batch number: ref ess 306, lot b27986 (reported that the last number in the both ends can be alternatively 5 instead of 6).. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: normal. Uterus and uterine tubes were investigated after the removal. As a result: uterus: on the endometrium, picture of estrogen effect. In muscular wall numerous adenomyosis colonies can be seen. Right uterine tube: in the fimbria there was 2 cm of diameter cyst. Microscopically benign hydaticyst was detected. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 06-mar-2018 for the following meddra preferred term: menorrhagia the analysis in the global safety database revealed 657 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 5-mar-2018: event "fallopian tube cyst" added (right uterine tube: in the fimbria there was 2 cm of diameter cyst. Microscopically benign hydaticyst was detected). Lab test updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.